Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the cardiologist noticed a low speed event below the set low speed on the system monitor history screen during the middle of the night. The pt being medically managed on coumadin with current international normalized ratio (inr) of 2.0-2.1 and without clinical signs or symptoms. Lactate dehydrogenase (ldh) and other labs are within normal limits. Pt is currently being diuresed with lasix. Although the hospital suspected that a clot might have passed through the pump, the pt's current pump parameters have reportedly returned to normal. Pt continues to be monitored in the hospital.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.